Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three electronic photo was provided and reviewed. The first and third photos shows that a hair like foreign material was noted in the spacer. The second photo shows that magnum needle which was in sealed condition and it shows label information which verifies and matches with trackwise. Therefore, based on the photo review the reported alligation can be confirmed. Based on the provided photo the investigation is confirmed for the reported device contamination with chemical or other material issue as the hair like foreign material was noted in the spacer. A definitive root cause for the reported device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Expiration date: (B)(6) 2025. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided liver biopsy procedure through normal density tissue, the device was allegedly contaminated with foreign bodies in the package. No coaxial was used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an ultrasound guided liver biopsy procedure through normal density tissue, the device was allegedly contaminated with foreign bodies in the package. No coaxial was used and the procedure was completed with another device. There was no patient contact.